Event description:
Subsequent to the initial medwatch, additional information was received specifying the product design of the 2.5 x 18 xience stent as an rx. During the (B)(6) 2010 index procedure, a non-abbott stent was implanted in the ostial second diagonal artery followed by increased compromise in the mid left anterior descending (lad) artery. Then, the 2.5 x 18 study xience rx stent was implanted in the mid lad.

Event description:
It was reported via a trial that the pt underwent stenting with a 2.5 x 18 xience stent in the mid left anterior descending artery (lad). On (B)(6) 2010, the pt experienced diminished blood flow through the mid lad. The pt's condition has resolved. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The stent remains inside the pt. A supplemental report will be provided with any relevant information.

Event description:
Subsequent to the previous medwatch, additional information was received specifying that the patient developed angina with the occlusion of the first diagonal vessel, but was not treated at that time due to the patient's history of renal transplant. On (B)(6)2010, the patient experienced angina again. A non-abbott stent in the second diagonal and the xience stent in the mid left anterior descending artery(lad) were found to be widely patent; however, the patient underwent stenting with a 2.25 x 8 non-abbott stent in the first diagonal and a 2.5 x 18 xience v stent in the proximal lad. On (B)(6) 2010, the patient experienced angina again. Diagnostic coronary angiogram found the lad stents were widely patent.

Manufacturer narrative:
(B)(4). Physician for index procedure on (B)(6) 2010 was dr. (B)(6). There was no reported product deficiency. Occlusion is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.